Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of cracked screen, broken keyboard latches and bent stylus. Analysis also noted a loose electrocardiogram connector and therefore the link electronic module (lem) printed circuit board assembly was replaced and calibrated, a broken display hasp, broken power cord bay, a missing sliding keyboard cover and a missing hinge plate screw. All found defective parts were replaced and the stylus and overlay bezel assembly were also calibrated. The hard drive was reconfigured and the software reloaded. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had a cracked screen, broken keyboard latches and that a new stylus touch pen was requested. Follow-up determined that the stylus was still usable, but a little bent which made it "cumbersome." The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.